Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024 around 6:00 pm, the cgm was reading high even though the patient did not experience any symptoms at that time. Four hours later (around 10:00 pm), the patient was feeling dizzy and cgm was reading low, there was no bg taken and no treatment administered. The patient called 911, they arrived around 10:30 pm and they took a bg reading which was 750 mgdl while the cgm was reading low. The paramedics didn't administer any treatment to the patient. At the hospital they took a bg reading which was 32 mgdl and they treated the patient with intravenous (IV) fluid. After the treatment the patient stabilized. The patient was discharged on (B)(6) 2024 around 4:30 pm. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and hyperglycemia.